Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while sitting. The health care professional (hcp) described the episode as oversensing of the p-wave, r-wave and t-wave, which led to the inappropriate shock being delivered. The device was reprogrammed to the alternate sensing vector as, reportedly, there is no other vector available. Further review of the device data was requested to technical services (ts). The hcp reported the patient received another inappropriate shock and the patient is now hospitalized. The patient was scheduled for in-clinic follow-up, which showed the issue could be reproduced in the upright supine position. No other positions showed a fail in sensing. Subsequently, the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.